Event description:
A customer reports that there were low laser intensities before a procedure. There was no patient involvement. Additional information has been requested but none has been received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Additional information: the customer reported that the system had low laser intensities. There was no patient impact, no delays, or cancellations as a result of the reported event. No service has been performed on the system. The company representative noted the reported event may have been caused by a nonconforming laser probe. The system was manufactured on may 9, 2014. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system. The root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4)